Event description:
It was reported that during central processing, a broken cable was noted on the medium-large clip applier. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and was able to clip. However, the instrument would not release the ligation clip. One side of the ligation clip remained stuck on the clip applier groove. The instrument was found with one grip slightly bent. The damage was found at the clip groove. A result, the clip applier instrument could not release the ligation clip properly upon performing a clip function. This type of failure is typically associated with mishandling, such as applying excessive force to the grips during clip installation.